Event description:
Consumer was in her bathroom tilting her wheelchair, when the wheelchair allegedly lost control and would not stop tilting, resulting in her leg being hit against the sink. The consumer allegedly sustained a broken left femur.

Manufacturer narrative:
Information provided alleges the chair lost control and continued to tilt. Malfunction has not been confirmed. Product has not been returned for evaluation at this time so it is unknown if a malfunction occurred or if other factors such as misuse, abuse or a service error that may have caused or contributed to this alleged incident. Manufacturer is attempting to obtain product for inspection. MDR filed based on alleged injury. (B)(4). Quality investigation determined, "both the tilt and recline outputs operated in both directions as indicated by positive and negative readings on the voltmeter. The measured voltage level was also normal. The output voltage was only present when the switch was being pressed and returned to zero when the switch was not being pressed. The tram was recognized by the mk6 system when checked using the diagnostic mode of the hand held programmer." Incident appears to be operator error. Testing performed by (B)(4). Product evaluation by (B)(4).

Manufacturer narrative:
Information provided alleges the chair lost control and continued to tilt. Malfunction has not been confirmed. Product has not been returned for evaluation at this time so it is unk if a malfunction occurred or if other factors such as misuse, abuse or a service error that may have caused or contributed to this alleged incident. Manufacturer is attempting to obtain product for inspection. MDR filed based on alleged injury.

Event description:
Consumer was in her bathroom tilting her wheelchair, when the wheelchair allegedly lost control and would not stop tilting, resulting in her leg being hit against the sink. The consumer allegedly sustained a broken left femur.